Manufacturer narrative:
This supplemental report was submitted to provide the results of the investigation from the legal manufacturer. A review of the manufacturing and quality control review was performed for the subject device and shows no non-conformities with respect to the described problem. The device history records indicates the device was manufactured according to valid instructions and met all specifications. The device evaluation identified the image displays purple/green in color due to a defective video cable unit. The root cause of the defective video cable cannot be conclusively determined. However, based on previous investigations, the potential cause can be attribute to the following: cable pins of odu connector are too small for shield cables. Sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam. Manufacturing jig not fully suitable for soldering process. Soldering process at oste is not up to date. New guidelines for soldering process have been updated to improve soldering stability and manufacturability of good soldering joints. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
During the olympus inspection, the customer¿s reported problem was confirmed, the scope produced green colored horizontal lines/stripes on the image. Additionally, a purple-colored image was displayed. The image problems were isolated to a defective video cable unit. There was no external damage to the cable unit. The inspection also observed an indentation at the outer tube approximately 12 millimeters from the distal end. Many scratches were noted on the distal end. The subject scope has not been repaired in the past year. The cause of the reportable defect cannot be determined at this time as the investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus china (osh) field service engineer (fse) was informed by the nurse at the user facility what when using the high-definition ii, autoclavable video telescope during a therapeutic ovarian cyst dissection, ¿stripes occasionally appeared on the image, but the image can be restored.¿ while the patient was under anesthesia, there was no delay, and the intended procedure was completed with the same scope. No death or injury and no impact to patient was reported. The scope was inspected prior to use and no abnormalities were observed. The scope was returned to the olympus repair center for evaluation and the inspection identified a purple-colored image with green colored stripes. This report is being submitted to capture the purple-colored image defect.